Event description:
It was reported that the pt is in extreme pain in her tailbone area. Pt states that she can't lift up her right leg. Pt is also reporting that since surgery she has been in pain but has expressed that the last three months have been unbearable to lay in the bed. Pt states that she is experiencing throbbing when she walks. Pt is reporting that she has had x-rays done.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.